Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 45 mg/dl and 85 mg/dl. Customer was not able to do calibrate insulin pump. It was unknown if insulin pump was on auto mode. Customer stated that while calibrating sensor, it got calibration not accepted alerts. Insulin pump will not be returned for analysis.